Manufacturer narrative:
The check of the manufacturing chart of the two lot # involved (201500206 and 201413691) did not show any anomaly on the 48 long helix drills (model # 9084.20.086) and 50 helix drills (model # 9084.20.081) manufactured with these lot #. No other complaint was received on these lot #. We will analyze the broken instruments and then submit a final MDR on this issue.

Event description:
The long helix drill (model # 9084.20.086, lot # 201500206) broke when the surgeon was drilling the glenoid bone, during a shoulder surgery. Then an helix drill (model # 9084.20.081, lot # 201413691) was used in the same surgery and that also broke. The broken drill bits were recovered and the surgery was successfully completed. Surgery time extended of 5 minutes; no consequences for the patient. Event occurred in the us on the (B)(6) 2016.

Manufacturer narrative:
The check of the DHR of the two lot # involved (201500206 and 201413691) did not show any anomaly on the (B)(4) long helix drills (model # 9084.20.086) and (B)(4) helix drills (model # 9084.20.081) manufactured with these lot #. Instrument analysis: we received the broken bits. The pieces returned underwent a further dimensional check (focused on the core diameter of the bit) which confirmed the absence of dimensional anomalies on it. Pms data: according to our pms data, (B)(4) complaints for a total of (B)(4) breakages were reported on the v.00 helix drills with product codes 9084.20.081 and 9084.20.086 on a total of (B)(4) v.00 helix drill manufactured with the product codes involved. Helix drills involved in these complaints were manufactured according to specifications. Breakage of drill bits is a common and expected occurrence in orthopaedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to breakage of the drill. Capas: in may 2016, after receiving similar complaints, limacorporate decided to modify the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments (v.01 helix drills). This product enhancement was introduced in order to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. Limacorporate will keep monitoring the market to verify the effectiveness of the above corrective action.

Event description:
The long helix drill (model # 9084.20.086, lot # 201500206) broke when the surgeon was drilling the glenoid bone, during a shoulder surgery. Then an helix drill (model # 9084.20.081, lot # 201413691) was used in the same surgery and that also broke. The broken drill bits were recovered and the surgery was successfully completed. Surgery time extended of 5 minutes; no consequences for the patient. Event occurred in the us on the (B)(6) 2016.